Event description:
It was reported to boston scientific corporation that a c-flex biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the repeat ercp for stent removal, they found the stent was not present. It was reported to have migrated out of the common bile duct and passed naturally. The procedure was completed with another c-flex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported that the device was not used past its expiry date. Reported event of stent migration post-procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.